Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" this is for the left side device. The device remains implanted.

Manufacturer narrative:
E1. (B)(6). Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken-on anterior assessed as surgical damage and missing shell observed assessed as inconclusive. Additional observations: ¿ no other observations were observed on the device. No further actions are required as the device was received out of its sealed package.

Event description:
Healthcare professional reported left side "rupture." Device has been explanted.

Event description:
Healthcare professional reported left side "rupture." Device has been explanted.